Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece became hot and occluded during a procedure. The procedure was completed. The patient experienced a corneal burn. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received stating the surgeon replaced the first handpiece after it did not have any phacoemulsification. The second handpiece became hot and occluded. A suture was needed to close the wound. No further information is expected.

Manufacturer narrative:
The system was examined and the company representative was unable to identify any issues that would have contributed to the reported event. The system was tested and determined to have met specification. The company representative also evaluated both handpieces, although it remains inconclusive in what sequence the handpieces were used during the time of the event. Per the company representative, the first handpiece was tested and functioned properly. The second handpiece was also tested, but appeared to have weaker phaco power. However, there was no specific specifications were tested. Therefore, the root cause remains inconclusive whether this handpiece actually produced phaco power under specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Handpiece #1 was manufactured on june 12, 2013. Based on qa assessment, the product met specifications at the time of release. Handpiece #2 was manufactured on february 23, 2010. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).